Manufacturer narrative:
The following sections have updated info : (g4) date received by manufacturer.

Manufacturer narrative:
The revision reported was likely the result of not fully seating the humeral liner in the humeral adapter tray at the time of implantation, which led to humeral liner disassociation.

Manufacturer narrative:
Pending evaluation.

Event description:
There was a disassociation of the humeral liner from the humeral adaptor tray. Due to the disassociation the original liner and adaptor tray were removed and revised to a new liner and adaptor tray.